Event description:
It was reported that a gav 2.0 xabo (#fx276a) was implanted during a procedure performed on (B)(6) 2024. According to the complainant, the valve showed an under-drainage. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 5 months weight: 5 kgs height: 60 cm gender: female.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves were determined. A third party-catheter was used. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve operates within the accepted tolerance in either position. Internal inspection: after dismantling of the valves, deposits were found in gav 2.0. Results: based on our investigation results, we can determine visible deposits. The deposits did not affect the technical properties at the time of the investigation. How the functional impairment occurred is not clear to us at the time of the investigation. Proteins in the cerebrospinal fluid can temporarily affect function and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.